Event description:
It was reported that the patient's device was being taken out. It was unknown why the device was going to be removed. Additional information received reported the patient was having his neurostimulator removed so they could proceed with a lumbar spine surgery.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).